Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels; however, no specific values, event dates, or other details were provided by the contact. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.